Event description:
A syringe pump was being used for an infusion. Although the display numbers indicated medication was being given, it was not. The patient was receiving no medication. The reporter checked the pump and found it was programmed as follows: concentration 0.20mg/ml, dose 0.50 mg, 15 minute lockout, 0.75mg/hr basal, 2.75mg hourly limit. Repeated testing over several days by the biomedical department has yielded no duplication of stated problem. The syringe pump passes all functional testing.